Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. Concomitant products : 5076-52 lead, implanted: (B)(6) 2011; 6947-65 lead, implanted: (B)(4) 2011. (B)(4).

Event description:
It was reported that during a routine device replacement procedure for battery depletion, a possible set screw problem was noted with the device. The device was measuring intermittent high impedance and threshold through a competitor left ventricular lead. When the lead impedance was measured through an analyzer, it was within range, but the threshold was still high. Upon re-connecting the lead to the device, capture occurred. The physician could not determine if the issues were being caused by the lead-tissue interface or a possible device header issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.